Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal seal luer lock was broken wherein the insufflation tubing connects. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the team was not able to provide the date of the surgery when the second event happened (this record). The reporter only found out because she was in the room when the other event happened. The team could not remember the surgeon, but it was during a hernia procedure. No fragment fell inside the patient. The issue did result in sudden/rapid of insufflation. The caused a delay of 3 minutes. The delay was not during a critical part of the procedure. The insufflation issues did not lead to any intra-operative complications. The customer was able to resolve the issue by moving the insufflation tubing to another seal port. There was no injury to the patient.

Manufacturer narrative:
The probable root cause of this issue is attributed to a broken luer fitting.

Event description:
Refer to h11 for follow-up information.